Event description:
(B)(4). Severe cramping, trips to ER for abdominal pain and severe headaches. Yes the (B)(6) paid for it. My ob gyn said I must have the essure in order to have an ablation. I was so miserable and looking for relief I agreed. I have chronic pain in my abdomen and neck.